Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report modified information received on 18-oct-2023. [Additional information]: modified information was received on 18-oct-2023. The information indicated that the end date for the adverse event subarachnoid hemorrhage (sah) was 06-sep-2023. The outcome was updated from ¿recovering/resolving¿ to ¿recovered/resolved.¿ there is no new information that alters the previous file type determination, coding, and/or reportability determinations. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c058av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The reported subarachnoid hemorrhage (sah) was discussed with the medical safety officer (mso) on 25-aug-2023. While the mso does not have reason to question the pi¿s assessment that the subarachnoid bleeding was not related to the embotrap device, in order to rule out completely the possibility of the device attributing to the event, this would require knowing where the location of the bleed was in comparison to the use of the device. Should additional/clarifying information be received in the future, the determination will be re-considered. Subarachnoid hemorrhage is a known potential complication associated with the use of the embotrap iii device and is listed as such in the instruction for use (IFU). There were no alleged quality issues/ malfunctions related to the device, as the device performed as intended and no new patient consequences have occurred related to the use of device. The event of ¿subarachnoid hemorrhage¿ was assessed by principal investigator (pi) as being unrelated to the embotrap iii study device but possibly related to the primary surgical procedure. However, relationship of the device to the reported event cannot be disassociated because the event occurred the day after the device was used. Additionally, the location of the bleed in comparison to where the device was used remains unknown at this time. Therefore, this event will be conservatively reported to us FDA under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. Reference: sair h, rochon m, knipe h, et al. Alberta stroke programme early CT score (aspects). Reference article, radiopaedia.org (accessed on 06 sep 2023) https://doi.org/10.53347/rid-4936. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 90-year-old male patient with a history of hypertension presented with a witnessed stroke on (B)(6) 2023 at 21:00; he was presented to the treating hospital on the same day at 21:32 where computed tomography (CT) imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was administered. The suspected origin of the embolism was cardioembolic. The patient¿s baseline nih stroke scale (nihss) score was 15 and a modified rankin scale (mrs) score of 0 ¿ no symptoms. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using a 5mm x 37mm embotrap iii revascularization device (et307537 / 23c058av). The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The embotrap iii device made the first pass targeted an occlusion at the right m1 segment of the middle cerebral artery (mca) and the right carotid t via a rebar¿ 18 microcatheter (medtronic) and a sofia¿ 5f intermediate catheter (microvention) with 2 minutes incubation time. The post-pass mtici score was 0 with no clot retrieval. The second pass was made using the same embotrap iii device targeted the same occlusion via the rebar¿ 18 microcatheter and a sofia¿ plus intermediate catheter (microvention) resulted in an mtici score of 3 with clot retrieval in the stent retriever. There were no reported intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 11. The patient¿s discharge / seven-day post-procedure assessments were not entered into the case report form (crf) at the time of the complaint initiation. It was reported that the patient experienced a subarachnoid hemorrhage (sah) on (B)(6)2023. The principal investigator (pi) assessed this event as not serious, mild in severity, and as unrelated to the embotrap iii study device, but having a probable relationship to the primary surgical procedure. The event did not require an additional surgical intervention. The event was ¿recovered/resolved¿ at the time of the complaint initiation. On 04-sep-2023, additional information was received from the treating physician. The information indicated the following: ¿the subarachnoid hemorrhage (sah) was recognized on CT images in the right sylvian fissure after an embotrap iii/sofia plus save-technique thrombectomy in 2 passes. We did not recognize an sah during the procedure in 2 passes (mtici3). The 90 y/o patient had an aspect score of 7 before intervention. Hence his vessels may have been more vulnerable due to the infarction. During the second pass there was more friction on the embotrap in the inferior trunk of the right mca. The sah was almost completely absorbed on the second cct, however the aspects declined to 5. All in all, the patient benefited very well from the intervention, and a paresis of the left upper extremity.¿